Event description:
Country of complaint: (B)(6). Thread breaks easily (compared to ethicon suture) during heart surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing sit evaluation: samples received: 33 unopened pouches. There are no previous complaint of this code/batch. This is the first complaint about this issue for this reference in the last 5 years. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.